Event description:
On (B)(6) 2013 the patient reported having ¿mercer¿ in 2010 and a medtronic representative had to report it to the FDA. The patient re ported the doctor never cultured their test.

Event description:
It was reported that the patient got (B)(6) in 2010 in her stomach. It was later stated that the infection was ¿in the pump,¿ it was unclear where the infection was located or if it involved the device or not. There was disagreement with hcps about removing the device and it was unclear if the device system was removed or not. Caller states her stomach was enlarged <(>&<)> reports the managing hcp pulled out fluid from her stomach <(>&<)> threw it away. Caller states managing hcp didn't culture the fluid. It was not clear what drug was delivered by the device system at the time of the incident. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that twice her back "came open" and her pants were wet. The pump was moved from her left side to her right side in 2010 because of (B)(6) the reporter said in 2009 or 2010 her stomach around the pump was swollen, the doctor drained the area and threw away the liquid he drained. The patient asked him why he didn't send it for a culture and the doctor said "because that is what happens.' It was then noted that the next day she was in the ER (emergency room) and found she had (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that they had a new pain pump in 2010 due to (B)(6) in the catheter. They stated their back kept opening. They were lying on the couch, they got up, and their boyfriend asked why she was all wet. The patient stated they went to the hospital and it was (B)(6). They stated their back was open at the suture where the catheter was implanted. In the ER they were informed that it was spinal fluid that was leaking out. The patient stated that prior to that day in the ER, their doctor withdrew fluid from their stomach and threw it away. The next day the fluid was filled back up again where the pump was implanted. The patient had to spend two months on the couch, with a PICC line in their arm with vancomycin.